Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure, performed on (B)(6) 2025, for the treatment of esophageal varicose veins. During the procedure, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure, performed on (B)(6) 2025, for the treatment of esophageal varicose veins. During the procedure, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, the ligator housing returned with two bands attached, one of them was broken. The handle had evidence that the trip wire was secured. The reported event of bands unable to deploy was confirmed. This failure mode could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure affected the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands unable to deploy accordingly. The way the bands were deployed during the procedure could have caused the damage seen on the returned broken band. Based on all gathered information, the probable cause selected is adverse event related to procedure.